Manufacturer narrative:
Previously stated the lens had not been returned. Updated: the lens has been returned and evaluated. Device evaluation-lens was returned dry a small vial, with clear surgical residue on the product. Visual inspection found two pieces missing from the haptic and the haptic torn.(B)(4).

Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, diopter -17.00/2.50/093 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2015. The patient experienced lens rotation not associated to a low vault. On (B)(6) 2016, the lens was repositioned. The problem was not resolved. On (B)(6) 2017, the lens was exchanged for the same size, similar diopter lens. The problem was resolved. As of the date of MDR submission, the lens has not been returned to the manufacturer for evaluation.